Event description:
Additional information was received from patient. It was reported that the patient stated their device resumed at the usual pulse, after the storm had passed. Issue was not resolved through troubleshooting. Additional information was received from patient. It was reported that the patient called back stating they are losing confidence in this thing. On friday they went to the managing physician's office and they made some adjustments. Even before patient went in it was sending zaps all over the place. At the appointment they tried to centralize it and focus it on the bladder and decrease the amount. Patient had good results and good urine flow and catheterization amount was down to 300cc which was good because it had been over 400 previously. It felt good initially leaving the doctor's office and all discomfort was gone. Friday night while climbing into bed there was a real sharp pain at the ins site like a zap and was irritating the rest of the night. It happened again saturday night while using the bathroom. It also caused pain in both hips. Zaps went down both legs to the toes on the left leg and spine and hip. It is still hurting patient's groin even after decreasing amplitude, but it has only been 30 minutes since patient decreased and patient said they usually need to give it a couple hours. Patient denied any exposure to strong emi. Patient indicated no device /lead checks were done at their doctor's appointment. Reviewed stimulation sensation may feel strong in certain positions. Recommended patient monitor symptoms and continue to decrease amplitude or turn therapy off if zap persist. Redirected patient to keep working with managing physician. No further complications were reported at this time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that when there is an electrical storm, the closer the storm gets the stronger the stimulator pulse quickens. It is as though they upped the stimulation amplitude, but the patient didn't change the setting. It does not occur with every storm, but if it is a storm that is over them or within 5-10 miles. Patient said this happened early last week or the week before.